Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022 all hardware was removed on (B)(6) 2023 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on 07/26/22, all hardware was removed on 10/12/2023 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. In addition, there was a possible over-correction of the deformity during the original case. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the reported event, based on feedback from the surgeon, the most likely cause is operator technique (over-correction). There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.